Event description:
It was reported that an ilet user experienced an occlusion alert consistent with pressure in the tubing or the contact detach infusion set, which resolved after the user changed the infusion set and supplies and then successfully reconnected and resumed insulin delivery with agent guidance. Symptoms included no reported change in blood glucose and no adverse clinical effects. Outcomes included restoration of insulin delivery without medical intervention or hospitalization. Investigation included troubleshooting and education by customer support regarding infusion set replacement and reconnection steps. Investigation of this case revealed an infusion set occlusion associated with the contact detach set that was resolved by supply change, consistent with a transient flow obstruction in the infusion set or tubing. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable infusion set occlusion, with no device malfunction identified.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.